Event description:
Information was received from a patient. It was reported that they were experiencing pain at the implantable neurostimulator (ins) site. The patient stated that when they would sit back in a chair, it would hurt by the end of the day. They also reported that when they would bend over, it would ¿bind,¿ burn, swell, and would feel like someone was stabbing them. It was noted that the pain started a couple weeks prior to the date of this report. It was reported that the pain would wrap around towards the patient¿s side. The patient stated that they had tried turning stimulation off. When they did that, the pain wouldn¿t be as intense. However, the patient still had tenderness, swelling, and burning even with stimulation turned off. The patient mentioned that they recently had a nerve ablation conducted below the ins site, at the l5 to s2 area, and the ins was implanted in the ¿t-range.¿ it was noted that they put the ins in MRI mode for the ablation procedure, but the recent burning/binding/pinching/swelling/tenderness started after the ablation procedure. The patient stated that they tried making multiple settings adjustments but they didn¿t improve the symptoms. The patient noted that the therapy helped give them pain relief so they tolerated the issues. The patient was to follow up with their hcp to address the ins pocket site issue and symptoms. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.